Event description:
It was reported that in 2009, the pump and catheter were replaced due to battery life and a cut catheter. The reporter noted that the catheter was cut because of the patient¿s unusual anatomy; that the patient¿s bones were like a ¿razor blade cutting it.¿ the reporter noted the patient would first experience drug withdrawal, then he would get pain and his hands would start shaking. The drug being delivered via the pump was not specified. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the date of onset was (B)(6) 2009. The patient experienced "recurrent pain." Catheter replaced because it was broken. The pump was also replaced due to eri (elective replacement interval.) On (B)(6) 2009 the procedure performed was removal and replacement of pump due to end of battery life and replacement of fractured intrathecal catheter. It was noted that during the procedure the catheter was found to be fractured at the insertion site under the spine. The distal part of catheter could not be retrieved. It was noted that the catheter had been "checked," but it was not indicated what diagnostic was done. It was not reported what medication(s) were infused by the system at the time of the event.